Event description:
The account alleged the side rail will not latch at the upper limits. No injury reported.

Manufacturer narrative:
The account checked the side rail and appears that one of the arms seem to be bent more than the other. No further information is available on the repair of the bed at this time.